Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), received an appropriate ventricular fibrillation (vf) shock. Technical services (ts) were notified and reviewed remote monitoring data. Ts noted the ICD exhibited intermittent undersensing of vf waves, and delay in completing initial detection to initiate therapy. The physician to reprogram device zones, sensing, and duration for optimization. Ts discussed programming options with physician. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), received an appropriate ventricular fibrillation (vf) shock. Technical services (ts) were notified and reviewed remote monitoring data. Ts noted the ICD exhibited intermittent undersensing of vf waves, and delay in completing initial detection to initiate therapy. The physician to reprogram device zones, sensing, and duration for optimization. Ts discussed programming options with physician. No adverse patient effects were reported. The device remains in service.